Event description:
It was reported that the subject device exhibited dark image. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingression in charged coupled device and corrosion of electrical contacts. A root cause could not be identified. Based on the results of the investigation, the probable cause of the reported allegation could not be determined. However, the most probable cause of the additional malfunctions identified during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.